Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, an uneven iol edge was noticed and surgery was completed with the same lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video were returned. The reported complaint was observed on the returned photo and video. Provided photos show an intraocular lens (iol) in a lens case base. The lens is not positioned correctly in the lens case base well, the lens is off the centre, at an angle. The optic appears to be pressed against the posts of the lens case base well. The optic edge appears to be damaged. Provided video shows an iol in a lens case base. The lens case base is being held by a person. The lens is not positioned correctly in the lens case base well, the lens is off the centre, at an angle. The optic appears to be pressed against the posts of the lens case base well. The optic edge appears to be damaged. The complainant indicates the use of rumex as a viscoelastic which is not qualified for use with the associated iol model. Based on our observation of the attached photo/video, the optic edge appears to be damaged. The origin of the observed damage cannot be confirmed based on the returned photos/video alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).